Manufacturer narrative:
Concomitant medical products: 694765, lead, implanted: (B)(6) 2010; 419678, lead, implanted: (B)(6) 2010.

Event description:
It was reported that the patient experienced syncope, lightheadedness, and weakness after reprogramming was performed due to high thresholds on the right atrial (ra) lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.